Event description:
It was reported that a home patient (hp) experienced a loose connection between a transfer set and catheter. The hp stated that they did not notice any damage on the transfer set or catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.